Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the image was freezing due to printed circuit board (dp board) failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the printed circuit board was faulty, causing the image to freeze automatically. Additional findings include the following: the scope connector was in poor condition. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus equipment management representative reported (on behalf of the customer) that while using the evis exera iii video system center, the image would freeze automatically. There was no delay and no patient harm associated with the event.